Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and sensor issues. Blood glucose level at the time of the incident was 52 mg/dl which was treated with food and went up to 145 mg/dl then. Customer was also getting sensor alert to change sensor after calibration not accepted. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer declined troubleshooting for low blood glucose. The sensor will be replaced/returned for analysis.